Manufacturer narrative:
Device was received with pump error 40 found in the pump history file and critical pump error (open book image) alarm during testing due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had motor safety circuit failed test alarm and open book image. The blood glucose level was 10.3 mmol/l at the time of incident. Customer stated that they were unable to clear the alarm. Customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. Troubleshooting was performed for critical pump error. The insulin pump will not be returned for analysis.